Event description:
During a coronary stent procedure, the stent dislodged. The physician experienced difficulty crossing a pre dilated lesion. While attempting to retract the delivery/stent device back to the 6f guide catheter, the stent dislodged in the left main coronary artery. The physician was able to retrieve the stent from the left main, however, the stent was lost in the aorta and remains there. Pt status was listed as "okay".